Event description:
Revision surgery - due to the humeral component being loose. The surgeon removed the humeral stem and the bearing. The original surgery was done over 2 years ago; the original surgery information is not available.

Manufacturer narrative:
Corrected data: the concomitant part was reported as the suspect medical device on the initial medical device report in error. The suspect medical device is unknown. Manufacturer narrative: the reason for this revision surgery was the humeral component was loose. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided or could be established. The complaint reports no issues of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. No reported pre-existing patient health conditions. The complaint reported no surgical delays during the revision surgery. This complaint evaluation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. The surgery was completed as intended and without incident. A review of the device history record (DHR) was not conducted since a lot and part number was not provided or determined during the complaint evaluation. A search of the device investigation produced no anomalies or evidence of a product issue. Multiple searches of the djo surgical records and patient database revealed no additional information concerning this event. Zimmer-biomet was contacted for additional information through an invoice search and reported they have no additional information to report for this evaluation. This complaint will be closed with the lot unknown pending receipt of additional information. Should additional information become available concerning this complaint, the complaint will be re-opened and a further review shall be conducted. This complaint is deemed to be non-product related. The root cause of this event was not reported. No other conditions relating to this event could be determined with confidence. The complaint investigation is limited in scope since the part (s) associated with this investigation was not returned to djo surgical for evaluation. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.